Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient stepped off a curb wrong and fell on the lifevest monitor. The patient reported that he broke four ribs and his upper left arm below the shoulder joint. There was no alleged device malfunction contributing to the irritation. The patient sought medical attention and received a cast for his broken arm. Outcome of the broken bones are unknown.